Event description:
The hosp reported that during a saphenous vein harvesting procedure, the balloon popped on the short port. A piece was retrieved with forceps and a replacement unit was used to complete the procedure. The hosp did not report any additional pt complications.